Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed decontamination on the acid and base lines and reservoirs. The cse primed the acid and base line. The instrument is properly functioning upon the cse's departure. The cause of the discordant (B)(6) results is from the acid and base bottles being switch, as a result of human error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Customer reported obtaining "signal 2" errors on their advia centaur xp instrument. The customer inspected their instrument and found the acid and base bottles were switched. The customer stated they performed 20 (B)(6) tests and one patient result was sent out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant (B)(6) results.